Event description:
It has been reported that the pt received an acetabular component on (B)(6) 2008 and underwent revision surgery on (B)(6) 2012 due to elevated ion level in her blood.

Manufacturer narrative:
The lot numbers were received for the devices and the device history records were reviewed and found to be conforming. A clear correlation between the developed metal allergy of the pt and the product cannot be ruled out as it is already known for similar metal on metal (mom) devices from literature. Our investigation has shown that metal ion measurements for the durom system are comparable to other mom devices in the market. An allergic reaction can be an inherent post-operative side effect as stated in zimmer's IFU (d011500213). This is unfortunately pt dependent and can occur with a low percentage rate with all kind of metal on metal based products. Based on an extensive investigation of events reported from several user facility outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cut that resulted from use of surgical technique not consistent with the manufacturer's recommendations. As a corrective action a retaining program for users outside the u.s. Was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as corrective z-2415/2426-2008. Once the implants are returned to the manufacturer for investigation and the results become available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).